Manufacturer narrative:
Initial

Event description:
It was reported that the user received intermittent alert 38 indicating consecutive motor stalls and experienced an ¿unable to proceed¿ message during a supply change, observed air bubbles near the connector, and temporarily reverted to subcutaneous insulin by pen before performing a dry run and then replacing the cartridge, connector, and infusion set, after which delivery resumed; this reflected a failure to infuse associated with the motor component. Symptoms included hyperglycemia with a reported glucose up to 350 mg/dl, dry mouth, headache, and increased thirst. Outcomes included an unexpected medical intervention as the user administered insulin by pen, and the event was considered a serious injury/illness due to the reported hyperglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device problem of failure to infuse linked to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.